Manufacturer narrative:
System analysis/service repair on july 06, 2016: the reported issue of ¿fiber port over heated¿ was confirmed. Issue not repeatable after cleaning fiber port according to ams procedure; no fiber overheated experienced during the tests. The sealed resonator was replaced with (p/n 0136/r2700 and s/n (B)(4)) according to ams procedure; detector set up (open/close loop) calibrations were performed; aiming beam checked. The system was tested and verified to meet manufacturer's specifications.

Manufacturer narrative:
System analysis/service repair in the field was performed on july 06, 2016. The replaced resonator s/n (B)(4) was received at the manufacturer on july 26, 2016. Product evaluation: the resonator evaluation was performed on august 25, 2016. The reported issue of fiber port overheat was confirmed; pins were noted corroded on coupler cable assembly, coupler cover was stuck and frozen indicator was noted purple. The coupler cable assembly, coupler cover and desiccant were replaced. The resonator was re-peaked and a new test report was completed. Probable root cause: based on the fa report, the root cause was determined to be corroded coupler cable pins and coupler cover in the resonator.

Event description:
It was reported that during a bph surgical procedure, ¿fiber port over heated; displayed on touchscreen with message asking to replace fiber¿ was noted. Reportedly, customer tried a second fiber with no success. The case was completed with an alternate procedure "turp." Patient outcome: no injury to the patient reported.

Manufacturer narrative:
System analysis/service repair in the field was performed on (B)(6) 2016. The replaced resonator s/n (B)(4) was received at the manufacturer on july 26, 2016.